Manufacturer narrative:
Omit: a26 insufficient information (3190). Additional information: imdrf annex a code.

Event description:
It was reported during a site visit by bd clinical consultant, some pump modules were identified to have corrosion to iui connectors. It was noted that the customer uses oxivir tb wipes to clean the iui connectors and alaris system. There was no patient involvement as the devices are being used for training.

Manufacturer narrative:
Medical device operator, medical device other operator.

Event description:
It was reported during a site visit by bd clinical consultant, some pump modules were identified to have corrosion to iui connectors. It was noted that the customer uses oxivir tb wipes to clean the iui connectors and alaris system. There was no patient involvement as the devices are being used for training.

Manufacturer narrative:
The root cause for the reported issue of an alaris system lvp - iui corrosion was not determined. The reported issue that there was an alaris system lvp - iui corrosion could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
It was reported during a site visit by bd clinical consultant, some pump modules were identified to have corrosion to iui connectors. It was noted that the customer uses oxivir tb wipes to clean the iui connectors and alaris system. There was no patient involvement as the devices are being used for training.